Event description:
Patient was undergoing surgery, during which physician had l hook device and pencil both connected to the esu. Physician was using foot pedal to activate, attempted to use l hook by pressing pedal. Pencil was not in holder and was activated when foot switch pressed. Physician stated he had never had the foot pedal activate the pencil when he was using the machine- it normally only activated the l hook. Patient suffered a 9 mm by 1 mm burn to right fourth toe, treated with silvadene ointment. Further investigation showed the programming for the machine was checked for the monopolar 1 to activate by the foot pedal. Check was removed for that setting.what was the original intended procedure?transanal endoscopic microsurgery.